Event description:
Boston scientific received information via the patient's remote home monitoring system that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range(oor) shock lead impedance (sli) measurement. The physician and clinic are aware of the alert and believed the lead was to be fractured. The fracture was later confirmed through fluoroscopy and an x-ray. As a result the lead was explanted and successfully replaced and the device remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. The lead was discarded by the hospital and will not be returned for analysis. This investigation will be updated should further information be provided.